Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00097 (avaulta anterior), 9617613-2011-00046 (pelvisoft). Note: this report corresponds with bard's report (B)(4) for a "avaulta posterior."

Event description:
Procedure type: gynecological/urological. According to the reporter: the patient underwent a procedure for treatment of stress urinary incontinence, pelvic organ prolapse and other symptoms. Allegedly, the patient experienced pain, injury and has undergone corrective surgery.